Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hasn't been doing quite as well since (B)(6) 2019 and appears to be having issues with their rechargeable system implanted on their right side. Patient reported tremors have been worse since (B)(6) 2019 and noted patient was in a car accident in (B)(6) also. Patient had the rechargeable device replaced on (B)(6) 2019 and everything must have appeared normal as they were not notified of anything. The health care provider (hcp) stated they spoke with patient on (B)(6) 2020 and patient reported they checked their left device with patient programmer (pp) and everything was fine. Patient turned pp off and went to interrogate their right rechargeable device, at that time, patient's left eye partly closed, left mouth drooped and was moving back and forth, they felt painful electrical sensation going down arm and leg and then fell to the floor. They were able to get to their bed and called for their mother to come help - the patient was shaking all over, confused and their mother couldn't understand what they were saying. The hcp offered to see the patient that day but patient noted they were fine, they just realized they had their rechargeable device off. Hcp stated patient then had another episode while ironing in which they felt heaviness in their arm, a pulsating sensation, muscle weakness and their face was affected. Patient then had another similar episode a couple weeks later and has also reported abnormal sensations when using pp, sometimes when using charger (although not as severe as the other instances noted) and other random occurrences of heaviness in their arm and their leg dragging. The hcp had thought about turning the device off to see if issues were related to the device but patient didn't want therapy turned off. Patient is left handed and has always had very high settings (around 6.1v, bipolar configuration) but they've tolerated those settings fine. Caller mentioned that because patient has such high settings, just turning the device off/on is a problem so they have to have patient slowly turn therapy on or off. Patient had an incident a few days ago as they needed an eeg and had to turn the therapy off and had "major issues" when it was turned back on and it took 10-15 minutes for the symptoms (significant shocking sensation and heaviness in left arm) to subside. Patient was seen in office today and impedances were tested at least 12 positions and they were always normal/ok. It was stated that tremors weren't as controlled as they had been but were nowhere near what they were prior to implant. Caller stated no messages or errors have been observed by patient on pp and there were no alerts on the tablet. It was mentioned that while patient was sitting in office and talking to the hcp, they started running the therapy impedance and the patient bent over, crying and almost screaming in pain. The hcp was able to get a measurement of 1140 ohms, 5.4 ma and symptoms subsided but they had to calm the patient down as they were quite shaken by what happened and was somewhat hyperventilating. Hcp speculated that a short is present but doesn't know how to proceed given impedances continue to check out normal. The possibility of short circuit/intermittent impedance issue. It was suggested for the hcp to palpate system with stimulation on to attempt to recreate the patient's symptoms or elicit change it stimulation and also order imaging. It was reviewed for the caller that ultimately, if root cause can or can't be determined, the resolution may be to replace components.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the electrical sensation was unknown but it was presumed there was a short. The patient was scheduled for a revision.